Event description:
This device is used to collect ectocervical and endocervical cell samples from female pts. It looks like a small brush at the end of a stick-like handle. This brush component was retained in the pt's vagina until it was retrieved by the physician via bayonette forceps. Fortunately no injury was incurred.